Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. On an unspecified date, the option-lok male adapter of the primary tubing was connected to the pt's IV access site and was being used to deliver of unspecified medications at an unspecified rate, via a plum pump. At unspecified time, the option-lok male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified mediation. It was reported that after the delivery of the piggyback medication was complete, the nurse disconnected the secondary tubing set from the clave secondary port. At this time, the customer contact reported that the silicone sleeve of the clave secondary port remained in the depressed position and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. A representative device from an unspecified lot was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.